Event description:
A patient reported in a social media post that he was treated with both the spiration valve and another manufacturer's endobronchial valves. Patient did not report sizes, placement location, and number of valves placed. The patient indicated after the initial procedure he was breathing better; however, after 30 days he experienced loss of effectiveness and subsequently underwent five valve adjustment and replacement procedures in 2022. The patient did not experience the same level of success following the adjustment and replacement procedures. In an additional procedure in (B)(6) 2022, all valves were removed. No other information was included in the social media posts.